Manufacturer narrative:
(B)(4). Bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for crimped barrel tip with the incident lot was observed. The most likely root cause of this type of defect is an end overload, where the needle shield tip has been caught between the sealing plates and been crushed flat. This type of defect affects a very small number of components. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd a-line¿ experienced molding defect (short shot). The following information was provided by the initial reporter: translated to english. The customer stated the "syringe tip was found to be deformed."